Event description:
A report was received that the patients ipg had difficulty communicating with the remote control and was not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. It was mentioned that removing the patient images from the system resolved the slowness issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patients ipg had difficulty communicating with the remote control and was not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg had difficulty communicating with the remote control and was not holding a charge. The patient will undergo an ipg replacement procedure.